Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-120mg/dl fasting. Verified the strips expire 1/22/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 82mg/dl and 85mg/dl fasting. Reviewed meter memory 87mg/dl (B)(6) 2016 08:00:00 pm fasting:yes; 86mg/dl (B)(6) 2016 07:57:00 pm fasting:yes; 44mg/dl (B)(6) 2016 08:09:00 pm fasting:yes; 86mg/dl (B)(6) 2016 12:00:00 pm fasting:yes; 87mg/dl (B)(6) 2016 08:00:00 pm fasting:yes. The customer is concerned about the result of 86 mg/dl on (B)(6) 2016 at 7:57 pm. The customer is stating that has compared the results of the trueresult meter against the onetouch meter and it is reading lower. The customer is not a diabetic and does not take any form of medication.